Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no impact reported." (No consequences or impact to pt). Product problem(s): "knives are dull" (dull). The surgeon reported that the surgical knives are dull. No pt impact was reported. Additional follow-up info was requested.